Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that withdrawal difficulties and shaft break occurred, and the patient subsequently died. In (B)(6) 2018, the patient presented with a history of acute shortness of breath of around 12 hours duration, shortness of breath for the preceding 4-5 days, and an ECG suggestive of an acute inferior wall myocardial infarction. The patient also had chest heaviness at rest since that morning. The patient was evaluated in the emergency room where anti-platelets were administered and then was shifted to the cath lab. The patient was electively intubated and was on stiff inotropic support. An emergency coronary angiogram revealed a dominant tortuous , calcified, ectatic right coronary artery (rca), with a distal 100% stenosis, along with mid left anterior descending artery (lad) and large diagonal 95% stenosis. A decision was made to do primary percutaneous transluminal coronary angioplasty (ptca) and stent to rca. A 6f jr 3.5 sheath was placed and a non-bsc guide wire advanced. Following sequential "predilitation" with 1.5 x 12mm, 2.0 x 8mm, 2.0 x 12mm balloons, a 38 x 2.50mm promus premier stent successfully deployed with use of a buddy wire. Post-deployment, the delivery system balloon could not be removed. Despite multiple attempts, the delivery system only came out partially. During an additional withdrawal attempt the shaft fractured and the terminal portion of the device remained in the rca. The patient was referred for a high risk emergency coronary artery bypass graft (CABG) with retrieval of the balloon catheter. The CABG was performed (saphenous vein graft - lad/diagonal/posterior descending artery). Intraoperatively, the patient tolerated the procedure and the extraction of the balloon catheter. The patient was shifted to the ICU with stable hemodynamics and adequate urine output. The patient had a moderate amount of post-operative bleeding which required transfusion of blood and blood products. One day post-procedure, patient was awake, responsive, and communicated by gestures. Inotropic and other supportive measures, including ventilation were continued. During the day, patient started developing a gradual fall in urine output, and a slow build up of lactic acid. That evening the patient had worsening blood gases with very low urine output. Nephrology initiated hemodialysis. The first hour of dialysis was uneventful with the patient being responsive and hemodynamics being maintained. During the second hour, stiff inotropic support was needed to maintain hemodynamics, and the patient was noted to be unresponsive to verbal commands and other stimuli. Intermittent pacing also needed to be started. The following day, the patient suffered an arrest with failure of pacing to capture and immediate measures were carried out. Despite all measures, patient could not be revived after 45 minutes of resuscitation and was declared dead.